Manufacturer narrative:
Sc-2316-50 (sn (B)(4)) the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that 3 cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. No cables are exposed at the fracture site. The broken cables resulted in the reported complaint of high impedance. Sc-2316-50 (sn (B)(4)) the complaint was confirmed. Visual inspection found that the lead proximal end is fractured between contact # 14 and its adjacent spacer. X-ray inspection revealed 3 fractured cables in the proximal end. Cables are exposed at the fractured portion of the proximal end. The broken cables resulted in the reported complaint of high impedance.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that patient had high impedances due to lead migration. The patient underwent replacement procedure due to suspected malfunction on leads. The patient had good coverage post operatively.

Event description:
A report was received that patient had high impedances due to lead migration. The patient underwent replacement procedure due to suspected malfunction on leads. The patient had good coverage post operatively.